Manufacturer narrative:
This product has not been returned to boston scientific, as it remains implanted in the patient at this time and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that three years ago during a device replacement procedure, there was lengthening observed between the anode and cathode on the right ventricular (rv) lead terminal pin. When the rv lead was connected to the non-boston scientific device header, measurements were within range. The device replacement procedure was successfully completed. Subsequently, an alert was displayed on a competitors device due to high pacing impedances. The rv lead remains in service at this time. No adverse patient effects were reported. This product is listed on the long is-1 connector advisory.